Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house weighted brake drop test. The axis-2 brake was replaced and the arm was upgraded. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this psm and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event. This complaint is being reported due to the psm failing the weighted brake drop test during failure analysis investigation.

Event description:
It was reported after a da vinci hysterectomy surgical procedure, that multiple errors were seen on the patient side manipulator (psm). The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced by the technical field specialist, a representative of intuitive surgical, inc. (Isi). On 03/24/2015, intuitive surgical inc. (Isi) contacted the da vinci coordinator present during the procedure. She confirmed the planned surgical procedure was completed, no fragments fell into the patient and there was no patient harm, adverse outcome or injury. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the weighted brake drop test. Although this failure was found during in-house testing, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.